Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing ruptured and leaked sealing solution during use. The following information was provided by the initial reporter, translated from chinese: "nursing staff found that the indwelling needle was ruptured and the sealing solution leaked when sealing the tube for the temporarily clamped indwelling needle.".

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing ruptured and leaked sealing solution during use. The following information was provided by the initial reporter, translated from chinese: "nursing staff found that the indwelling needle was ruptured and the sealing solution leaked when sealing the tube for the temporarily clamped indwelling needle."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.